Manufacturer narrative:
Physio-control replaced the main keypad to resolve the reported issue. Further evaluation determined that the cause of the reported issue was due to process residue inside the switches of the main keypad.

Event description:
The customer contacted physio-control to report that their device unexpectedly turned itself off and on, and will not complete the boot up cycle. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio verified the device was able to charge and deliver energy, and performed unrelated repairs to the device. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device unexpectedly turned itself off and on, and will not complete the boot up cycle. There was no patient use reported with the event.